Event description:
According to the reporter, the guide wire in the kit was stuck in the matching puncture needle and could neither be advanced nor withdrawn. The catheter was not repaired and there was no leak. There was no cleaning agent used on the device and tego was not utilized. There was no luer adapter issue and the insertion site was not treated prior to product placement. There were no abnormalities observed on the device prior to use. The guide wire appeared to be normal before needle insertion and there were no other defects/damages found on the product. Flushing was done and had no problem. There were no other products utilized with the device. There was no problem with the catheter's dimension and was patient. After the guide wire was stuck in the needle, the surgeon wanted to withdraw the guide wire and pulled it firmly which caused deformation (guide wire appeared to be coiled). The guide wire could not be removed still and was stuck all the time so the guide wire and needle were removed together completely from the patient. There were no other tools used when attempting to remove the guide wire. The guide wire was only deformed (did not break into pieces). As the catheter itself was not problematic, it was inserted successfully using guide wire and needle of another brand to complete the operation. There was normal bleeding (blood loss of 5 ml) when the needle was withdrawn and blood transfusion was not required. There was no intervention/treatment required as a result of the event. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the guidewire was frayed, broken, or kinked. It was reported that the guide wire was unable to be withdrawn. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.